Event description:
In 2000, the facility's surgical materials coordinator informed the MFR's sales rep of the following: an explanted device needed to be examined for complications, "device coming apart." The device was explanted from the pt without injury. No further details were provided at this time.